Event description:
The customer reported that the unit had an error code message of data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) reference failed and then shut down. The customer reported there was no patient involvement.